Event description:
It was reported that there was an issue with pg150 - flow50 insufflator w/smoke evacuation. According to the complaint description, the device stopped insufflating and an error message was noted [2]-0. There was no described patient harm. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation: product was forwarded to manufacturer directly; investigation was carried out by wom and results provided. Excerpt: root cause - low pressure unit (lpu) leaking. Oily residues; lpu plastic socket damaged/torn. Device was operated with a contaminated gas. Action - replacement of all gas lines. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure.

Event description:
Clarification: the event occurred on (B)(6) 2021. The surgery was delayed until (B)(6) 2021 when backup equipment was sent. Patient harm was noted as "unknown".